Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received 2 used capillary housing of introcan safety 3 pur 18g 1.3x32mm-EU in open packaging. At one used sample, the capillary is completely punctured around the connection capillary / capillary hub. Furthermore, the capillary hub is deformed. At the second capillary housing we detected no damages. By ruling out all the possibilities, the only possible cause to induce this defect is at ecm machine at catheter to cannula assembly station if the catheter hub not sitting properly during insertion into the pallet that causing it to locate higher during gripper pickup. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by (B)(6)organization in france: "catheter-leakage." According to the customer: "catheter leakage at the junction between the hub and the cannula. The leak was detected during administration."